Manufacturer narrative:
The ureteral stent was received on (B)(6) 2011 for evaluation, however, it was noted approximately 2 cm of the stent was not returned. In viewing the two stent segments returned, it was found that one segment has the coil and 6.7 cm of the stent body and the other was a coil and 9 cm of the stent body, which would be approximately 15.7 cm of the 18 cm stent. The two fractured ends are not mating and grasper marks were noted on the separated ends. Several sideports were viewed noting splits and cracks around the circumference of the hole, this appearance indicates the possibility of the stent being exposed to medications, body chemistry, or other elements. The stent was indwelling for a short period of time noting the lot number was not available and cannot determine when the device was produced or shipped to the customer. Additional information was provided by the customer was: the pieces of the device were removed smoothly under endoscopic. After removal, the stenosed area of ureteropelvic junction was sectioned to cut swelling there percutaneously since the patient received percutaneous nephrostomy previously and a 4.7 fr stent was placed. Following the evaluation of the product, the customer is being contacted to determine the segment of the stent that was not returned along with specific information about medications, other elements the stent would have been exposed to and a better explanation of the previous percutaneous procedure. The patient's condition is unknown at this time.

Event description:
Ureteral stent placement was performed transurethrally in the first half of (B)(6). (Exact date is unknown.) It was noted the stent was separated to two parts on (B)(6) 2011. One in the bladder and the other hangs from the kidney. The removal of the device is going to be perform on (B)(6) 2011.